Event description:
It has been reported to philips that, system would not do cine. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite, and the reported issue was confirmed that ¿system would not do cine¿. Review of the log file confirmed that malfunction in frontal ip-pc. Fse replaced image disk. After replacement of image disk the system was returned to good working condition. The codes were updated based on the investigation outcome.